Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the case bottom missing rubber foot and cracked battery door. Event log history was performed and indicated that primary audible alarm background test was recorded in history. During analysis, the reported event was unable to be duplicated. Service replaced the speaker as a preventative measure to correct the reported issue. Service also performed preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure/primary audible alarm background test. Device evaluation completed on (B)(6) 2020 confirmed that primary audible alarm background test was recorded in history of the event log. No adverse effects were reported.